Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was not feeling well and blood glucose (bg) levels were elevated (300-400 mg/dl). Customer was given electrolyte fluids, insulin and went home. The customer was admitted to the hospital the following day with bg level 500 mg/dl. Cat scan showed gall bladder was inflamed due to diabetic ketoacidosis. Customer's gall bladder was surgically removed on (B)(6) 2015. Customer was released from the hospital on (B)(6) 2015. Reportedly, customer has reverted to insulin pens and lantus for bg management. Customer alleged that the pump was not delivering insulin; however, review of pump data by tandem technical support showed no disruption of insulin delivery during the reported timeframe. Customer declined any further troubleshooting.